Event description:
The manufacturer received information alleging a trilogy evo ventilator screen went blank during use. No pause in ventilation occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, the internal connections relating to the display screen were checked but no issues were found. The fault was not replicated, and no actionable errors were located in the device logs. The third party service technician performed an internal diagnosis which showed that the device was not charging the depleted internal battery. The technician replaced the internal battery to resolve the issue and the charging was restored. In addition, the device failed a test step relating to a fio2 receptacle proximal pressure being too high. The fio2 tubing was replaced, and the fault was initially resolved but then failed another step due to a system leak. The internal air leak was traced to the motor wiring grommet in the blower assembly, which was not seated correctly. The technician reseated the grommet to resolve the issue and retested the device. The device passed testing. Additionally, the muffler assembly was replaced due to visible environmental contamination. No further investigation is required.